Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of death - estimated. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during a coronary procedure, a perforation occurred in the distal left main/proximal left anterior descending artery. The 4.5 x 26 mm graftmaster stent was advanced to the target site and was deployed; however, the perforation was not sealed and additional dilatation was performed. The cause of the incomplete seal is unknown; however, it was reported that the graftmaster did not worsen the perforation. On an unspecified date post procedure, the patient died. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported patient effect of death as listed in the graftmaster rx coronary stent graft system, instructions for use is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. A conclusive cause for the reported device operates differently/failure to seal cannot be determined. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.